Event description:
Procedure type: lap chole. According to the reporter: the clip applier was not closing all the way down on the tissue. The patient was bleeding due to the clips not closing/holding and falling into the cavity. The procedure was converted to an open procedure. Once opened the clips were retrieved. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(6) 2012.